Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to diagnostics/data collection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, the cardiac resynchronization therapy defibrillator (crt-d) displayed invalid pacing percentages and lacked conduction histogram data. It was also reported that the patient had been undergoing radiation therapy. It was noted the data errors will likely resolve with time and the crt-d remains in use. No patient complications have been reported as a result of this event.